Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power. When she removed the sensors every time she received calibration error alarms. The customer had issues with the sensor. Customer's blood glucose level went up to 400 mg/dl. The customer was able to rewind the insulin pump. The insulin pump seemed to be over delivering. The customer's blood glucose level also dropped to 40 mg/dl. The customer treated their low blood glucose level with food. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. No motor error or unexpected battery alarms including off no power were noted. Unit was programmed with test minilink and the glucose sensor simulator. Unit was programmed with test glucose meter. Unit communicated properly with glucose sensor simulator and display the 97mg/dl value properly from glucose meter and was calibrated. No sensor anomalies were noted. The motor was tested outside the device and passed. Unit received with cracked case at the display window corners and display window. Unit received with minor scratched display window and case.